Event description:
During the procedure, the patient experienced a pericardial effusion. The physician suspected the perforation occurred when placing the cs catheter or during manipulation of the mapping catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement